Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, serial# unknown, implanted: (B)(6)2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient¿s spinal cord stimulation (scs) system was no longer working. The patient couldn¿t afford to have the scs system removed, so she still has the system implanted. It was unknown when the problem with the scs system began. Compatibility guidelines for a shoulder MRI were requested, MRI was unrelated to device therapy. Four days later it was reported that the patient does not want to use her system and she ¿had a procedure yesterday.¿ a company representative and patient¿s physician has tried to call the patient to follow up but the patient states ¿doesn¿t want to be constructive." The outcome remains unknown at this time. If additional information is received, a follow up report will be sent.